Manufacturer narrative:
Corrected data: h5- health effect - clinical code: "2137" should be added. Additional data: b5- reportedly "exchange is planned end of october." Claim# (B)(4).

Manufacturer narrative:
Additioal data: b5- on (B)(6) 2023 the lens was exchanged with the same model, length lens and the problem was resolved. Additional information provided: "patient is happy". D6b.- (B)(6) 2023 should be added. H6-health effect- impact code: "4629" should be added. H6- medical device code:"2993" should be added. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.50/+1.5/084 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The patient experienced a refractive surprise and the lens remained implanted. The lens was repositioned on (B)(6) 2023 but the problem was not resolved. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).